Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that he daughter was in the hospital and the blood glucose level would not go down. Customer's blood glucose value was unknown. Customer went into diabetic ketoacidosis. Insulin pump will not be returned for analysis.